Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the surgeon felt that the suture was broken easily. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/09/2019. H3 device evaluation: it was reported that the device had performance breakage suture. It was received for analysis an empty labeled winding former and two sutures pieces of product code 663, lot jeh921. During the visual inspection of sutures pieces, body fluids were observed along of sutures pieces and a end was busted (damaged), and the other ends were cut that appear to be by the use of a surgical instrument. A functional test could not be performed due to condition of the samples. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the suture¿s pieces received, the assignable cause of the performance breakage suture suggest an improper handling of the sample.